Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that only the connector end of the lead was received. Insulation degradation was noted at 4.7 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.